Event description:
The customer called and reported the buttons on the insulin pump were difficult to press in. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to several flattened button dome switches. The device was also received with minor scratches on the lcd window.